Event description:
Consumer states a black liquid was coming out of the heating pad and looks like it melted. No injuries were reported with this incident.

Manufacturer narrative:
Crushing is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.